Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
H3 other text : not available.

Event description:
Consumer reported reusing syringe 4 times a day for 4 days. This same syringe broke off in right upper thigh in last nights injection. Can't find/see it in her site. Nor on the floor. Informed caller reasons not to reuse. She has not seen medical attention as of yet. Not sure if she will. - dc lot # 3191935 catalog# 328512 date of event december 17, 2023 sample status discard (B)(4).